Event description:
It was reported that the customer received an occlusion alarm. Customer indicated that occlusion was possibly related to the site. Customer cleared the alarm and blood glucose level was no impacted.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.